Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the physician felt the ins reaching eri was too short. A longevity estimation was performed with the reported device settings and 24 hrs/day usage, which found the ins reaching end of service (eos) in +/- 9 months from implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that replacement of the ins was scheduled for may 15th.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was an ins longevity issue, elective replacement indicator (eri) occurred 9 months after implant. Contributing factors to the event were the programmed settings of: a1 3+, 4-, pw360mcs, r50hz, a1.9v, impedance 713 ohms and a2 11+, 12-, pw360mcs, r50hz, a10.5v, impedance 1016 ohms. Diagnostics/troubleshooting was performed; impedances were in range. No actions were made. An ins replacement was planned with a rechargeable ins. It was noted that the surgery had not been scheduled. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that a surgery date was still pending. It was also noted that no symptoms were reported. No further complications were reported or anticipated.